Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 377 mg/dl at the time of incident and current blood glucose was 412mg/dl. The customer declined troubleshooting and treated with an injection. The customer states auto mode shield was not displayed on the home screen. Customer states they continue to wear this sensor and try to get it to go into auto mode. The insulin pump will not be returned for analysis.